Event description:
(B)(6) alleges that she was getting on public transportation and when she shut her chair off and went to turn it back on it reared upwards and then slammed down. This is the 2nd time that this has happened - happened in (B)(6) 2012 and they replaced her electronics. Scared to get back in her chair.